Manufacturer narrative:
Additional narrative: a device history record review was conducted. The review found no relevant issues that would result in this product complaint. A manufacturing evaluation was conducted. The product was received with minor scratches and nicks on the face and edges of the collar. This is not manufacture related. All relevant features conform to product specifications, this complaint is invalid.

Event description:
It was reported that the surgeon performed a revision surgery on a patient that had a previous l4-s1 posterior fusion with synthes uss, universal spine system. The patient had adjacent level disc disease at l3-4. He removed the l4-s1 hardware from the 2008 surgery. There were no issues with the old hardware. He then placed synthes uss dual opening hardware from l3-s1. During the interbody fusion part of the procedure at l3-4, he broke the graft pusher handle. All fragments of the handle were retrieved and the interbody fusion was completed without an issue. Later in the procedure when connecting the rods, the surgeon stripped the top threads of the left l3 screw when securing the nut and collar. He attempted to use another nut and collar to secure the rod, but the screw threads were stripped so he replaced the screw and was successfully able to secure the rod with a new nut and collar. Around 15 -20 minutes was added to the procedure as a result of this event. No further information was provided. This is report 23 of 26 for complaint (B)(4).

Manufacturer narrative:
Implant unknown date in 2008. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. This device was used for treatment not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation has been conducted. Part number 499.233 is 7.0mm ti dual-opening uss screw found in the dual-opening uss spinal system (technique guide j3985-g). The screw is used in combination with a collar (part number 499.292) and 12-point nut (part number 499.294) to secure the rod in place. The screw lot number 6976599 was received on 06/27/2012. The surgeon had difficulties engaging the nuts on the l3 screw. This may have been due to the rod being not fully seated in the screw. If the nut is not placed at the proper alignment with the mating component threads (screw), cross threading could occur damaging the screw. The fact that the surgeon used another nut and collar and could not get it to secure the rod is indicative that the threads on the screw were stripped. The screw was replaced and the surgeon was able to secure the rod with a collar and a nut. The material was reviewed and is adequate for the intended use. (B)(4). As there is not enough information as to the placement of the rod during the procedure, this complaint is deemed indeterminate from a design prospective.